Event description:
It was reported that 15 boxes of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that one box had nine packages instead of ten and 15 boxes of insulin syringes did not have the expiration dates on them. The consumer stated she has 4 different syringe sizes so 4 different complaint files will be opened. Verbatim: spouse has about 15 boxes of insulin syringes with no expiration dates on them.stated she has 4 different syringe sizes so 4 different complaint files will be opened. Other complaint files are (B)(4). Stated the boxes are unopened.lot # 4345729 - 2 boxeslot # 5103814 - 3 boxeslot # 5222582 - 1 boxcat # 328466date of event: unknown. Samples: no stated 1 box also had 9 packages instead of 10 cat # 328466 lot # 4251561."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 4251561,4345729, 5103814, & 5222582. All inspections and there were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5222582, device manufacture date: 2015-10-05. Medical device lot #: 5103814, device manufacture date: 2015-06-30. Medical device lot #: 4345729, device manufacture date: 2015-01-12. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 15 boxes of syringe 0.5ml 30ga 1/2in uf 10bag 500cs had missing label information before use. The following was reported by the initial reporter: "it was reported that one box had nine packages instead of ten and 15 boxes of insulin syringes did not have the expiration dates on them. The consumer stated she has 4 different syringe sizes so 4 different complaint files will be opened. Verbatim: spouse has about 15 boxes of insulin syringes with no expiration dates on them. Stated she has 4 different syringe sizes so 4 different complaint files will be opened. Other complaint files are (B)(4).stated the boxes are unopened. Lot # 4345729 - 2 boxes, lot # 5103814 - 3 boxes, lot # 5222582 - 1 box, cat # 328466, date of event: unknown, samples: no. Stated 1 box also had 9 packages instead of 10 cat # 328466, lot # 4251561."